Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that 3-4 weeks after intraocular lens (iol) implantation, the patient had bilateral myopic outcome. The surgeon thought that the iol might be sitting more anterior than expected. There are two medical device reports associated with this patient. This report is associated with the right eye. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the physician did not reported anything about lens dislocated or decentered. Iol might be sitting more anterior than expected was more related to the anatomical issue with the patient and not the lens itself. Based on the follow up information, the report does not meet reporting criteria.